Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure on (B)(6) 2013. According to the complainant, during the procedure, the delivery system was positioned in the duodenum and an attempt was made to deploy the stent; however, the handle pushed forward but the stent did not deploy. Since the stent was unable to be deployed, the device was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted. It was noted that the catheter was kinked at several locations along its length. The distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 155 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.